Event description:
Catheter inserted when pt became short of breath and blood pressure dropped. Chest x-ray showed hemothorax on left. Chest tube inserted twice. Pt required blood products and ICU stay post procedure. When guide wire was removed, it was found to be "unwound."